Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case at display window corner, broken battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed for button error. Blood glucose reading was 300 mg/dl. The alarm could not be cleared. Advised that the insulin pump will be upgraded and the hospital will be contacted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.